Event description:
The customer reported to baxter (B)(4) regarding a 2.5 l. Triple phase bag in which there was a small clear particle in the amino acid section of the triple phase bag. It is not specified when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. Visual inspection revealed a very minute particle in the amino acid chamber. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.